Event description:
It was reported that balloon rupture occurred. A 15mm x 2.25mm nc quantum apex balloon catheter was selected to dilate the target lesion. The balloon ruptured. The number of inflations and to what atmospheres is unknown. The device was successfully removed intact from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).